Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported an "erosion" through the conjunctiva of the right eye. The device has been explanted.

Event description:
Additional information received: "the issue was resolved with a pericardium graft over the erosion."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received from healthcare professional that the right eye contracted endophthalmitis (unrelated to the product) on (B)(6) 2017 due to a second erosion of the pericardial graph that was used to patch the previously erosion. On (B)(6) 2017, patient subsequently experienced a scleral melt.